Manufacturer narrative:
The subject device was not returned for evaluation. According to the reporter, the device is not repairable. No further details provided. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the transducer unit was found to have no function. There was no patient involvement on this event. No user injury was reported.

Event description:
The transducer has no function after connecting to the spl-g shockpulse unit. There were no errors, warnings, alarms or alerts received. The connection was secure. The device was inspected prior to use. No damage or abnormalities were observed. No damage was observed with the cable.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number, updated serial number, device evaluation and investigation conclusion. The device was inspected by ohc (olympus hongkong). The transducer failed functional test on hand switch activation for both standard and high power. No visual damages were noted. Dhrs showed that all records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause of the reported failure could not be determined at this time. As stated on the IFU (instruction for use) the user manual states: perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance and do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Olympus will continue to monitor complaints for this device.